Event description:
The sales representative reported on behalf of the customer, that when he was fitting an anchorage plate (B)(4) and attempted to use a 3mm locking screw (B)(4) to fix the plate to bone, the locking screw on being tightened carried on through the plate and did not lock. He further reported that when he tried another screw with different lot code and expiry date and this also passed through the plate. The surgeon then tried a 3.5mm screw (B)(4) which fixed to the plate without problem. There was a maximum 5 minute delay to surgery while the surgeon tried different screws.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
The reported event that anchorage plate had a screw through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during nc (B)(4) and is addressed by CAPA (B)(4). A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
The sales representative reported on behalf of the customer, that when he was fitting an anchorage plate (plp10461s) and attempted to use a 3mm locking screw (plsl3018s) to fix the plate to bone, the locking screw on being tightened carried on through the plate and did not lock. He further reported that when he tried another screw with different lot code and expiry date and this also passed through the plate. The surgeon then tried a 3.5mm screw (plsl3518s) which fixed to the plate without problem. There was a maximum 5 minute delay to surgery while the surgeon tried different screws.